Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "tissue expander leaking." Patient contact occurred. Surgery was completed with a back-up device.